Event description:
In this event it was reported that a cavitron 30k belissima fsi-sli-10s insert tip overheated. The event outcome is unk as of this MDR evaluation. Additional information has been requested, but is not yet available.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Information was received that no injury resulted. Insert was tested and found it partially clogged with only 15 cc of water flow; not enough flow to cool the insert. The connecting body was cut to identify any matter in its conduit. The only thing found was a little bit of rust when insert was cut from the tip. Insert usage by customer is unknown. When moisture is not properly removed from the insert by customer, the inserts get rust. Inserts in the manufacturing floor are tested 100% for water flow/spray pattern and are 100% dried in a drying oven at 250°f for 15 minutes; per wi-4159 rev 26.